Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that after implantation, patient experienced vaginal pain and dyspareunia.

Manufacturer narrative:
It was reported that following insertion the patient experienced sharp vaginal pain; inability to hold urine; occasional blood spotting; fecal incontinence at times; cannot have intercourse due to pain; discomfort during physical activity (such as walking), rubbing and pressure. It was reported that patient underwent mesh revision/mesh trimming due to mesh was rubbing and hurting. (B)(4).